Event description:
A catheter kink/occlusion was reported. The pt was noted to have had increased pain without relief from pain medication. An x-ray and an "it opiod" evaluation/test was conducted on (B)(6) 2009. The intrathecal catheter was explanted and replaced. The pt had recovered without sequelae. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).